Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate profile 275cc saline prosthesis, catalog # 3501640, serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 275cc (filled to 300ccs) saline prosthesis experienced right sided deflation post procedure. The patient had a previous history of deflation with a prior set of implants. As a result, prosthesis replacement with 300cc implants (filled to 340ccs) was performed. The right sided deflation was confirmed during the replacement surgery.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/2/2019. Device evaluation summary: according to the reported information the patient experienced deflation of the breast implant. A manufacturing record evaluation (mre) was performed for the finished device number 7668104, and no non-conformances related to the reported complaint were identified. During visual inspection of the device no apparent damage was found. Leak testing revealed there was leakage from the valve. No anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).